Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 71 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 101 mg/dl and 121 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/18/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: the 78mg/dl (B)(6) 2017 02:43 am fasting:yes, the 71mg/dl (B)(6) 2017 08:46 am fasting:yes, the 81mg/dl (B)(6) 2017 08:44 am fasting:yes, the 90mg/dl (B)(6) 2017 07:38 pm fasting:yes, the 89mg/dl (B)(6) 2017 08:39 am fasting:yes, memory concerns:all memory results.